Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient¿s device periodically turned off. The patient would check her device with her patient programmer (pp) and it would show that it was off, no lightning bolt. A manufacturer representative confirmed that the patient was pressing the sync button to check. It was noted the patient used her device all the time. It was reported it recently happened when the patient was standing at work. It happened this week and she had not used her pp at all this week to turn her device off. It was noted that it happened at varied locations, not just work. When the patient turned the device on she felt stimulation come on and when it was on it was working okay. No shocking or jolting was reported, nor falls or trauma. It was noted this started shortly after implant, about 10 days, and had gradually become more frequent. It was also reported the patient did not see her position on her pp. The manufacturer representative checked the patient¿s device with her pp and it showed adaptivestim (as) was off. The representative turned as on and instructed the patient on the procedure.